Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and white display. Customer reported that they did not hear beeps when audio volume settings were saved as well as did not hear the differences between the two audio or sound beep volumes. Customer performed self test and the test was not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.